Event description:
It was reported that during a stent procedure, the stent delivery system (sds) was crossed to the lesion and inflated to 7 atm. The stent was successfully deployed and the sds was removed. However, angiography revealed thrombus around the stent. The sds was re-advanced to the lesion due to the thrombus, but it would not go beyond the distal end of the guiding catheter, even when force was applied. The sds was then pulled and the shaft separated approximately 50 cm distally. The whole system (guiding catheter/guide wire/shaft) was pulled out together and the separated shaft was removed.